Event description:
It was reported that during the preparation of steerable guide catheter(sgc), a crack and leak of fluid was observed from the clear flush portion of dilator. No excessive force was applied. The sgc was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported cracked and leaking dilator flush port may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.